Manufacturer narrative:
H8: corrected manufacturer's investigation conclusion: the reported event of an abrupt flow stop was confirmed via evaluation at the service depot. The returned centrimag motor (serial number (B)(6)) was connected to a test console and test loop. A ¿motor disconnected: m2¿ alarm activated on the console display and the motor was not able to be recognized. The alarm was reproduced on multiple test consoles. The motor was removed from service and was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded motor was connected to a test console, monitor, and loop and the m2 alarm was reproduced. The motor was unable to operate a test loop. Resistance testing on the motor cable revealed and an open line in the +5v wire (blue wire). The resistance fluctuated when the motor cable was manipulated. The cable was stripped of its outer layers; however, no damage was observed to the underlying wires. The motor cable was submerged in a saline bath for high potential testing and no breaches in insulation was found. The root cause for the reported event was conclusively determined to be due to wire fatigue in the motor cable. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient did not experience any adverse effect from the event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an abrupt flow stop was confirmed via evaluation at the service depot. The returned centrimag motor (serial number (B)(6)) was connected to a test console and test loop. A ¿motor disconnected: m2¿ alarm activated on the console display and the motor was not able to be recognized. The alarm was reproduced on multiple test consoles. The motor was removed from service and was forwarded to the product performance engineering (ppe) group for further analysis. Resistance testing on the motor cable revealed and an open line between agnd and the +5v wire. A corrective and preventive action was implemented to address wire fatigue of the motor cable through a re-design of the motor cable. During the investigation it was determined that the returned motor cable has wire fatigue, and the motor was manufactured prior to the implementation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the centrimag did not show any alarm. The patient had been connected to extracorporeal membrane oxygenation (ECMO) and the flow stopped without any audible or visual alarms. The centrimag screen showed the abrupt drop in flow without showing alarms, turning off, or making any abnormal sounds. This event occurred twice in a period of less than 1 hour and the nursing staff exchanged the console and the motor to the backups.